Event description:
The reporter stated that the surgeon was inserting a aspheric three piece lens model cq2015a and the lens tore. The lens was removed with no patient injury. It was reported that the lens was damaged during loading.

Manufacturer narrative:
Results - a visual inspection of the returned product evaluation shows the lens has a haptic torn off and a piece of the optic is torn off and missing. The other haptic is deformed. It should be noted that the injector and cartridge were not returned for evaluation.